Manufacturer narrative:
(B)(4). The customer replaced the power supply.

Event description:
It was reported that the 840 ventilator had a burning smell. The ventilator was not in use on a patient at the time the malfunction occurred.